Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zcb00 16.5 diopter, was explanted from the left eye of a female patient because the lens was the incorrect power. The lens was replaced with the same model but different diopter, 19.0 with no patient injury. Reportedly, there was no issue with the lens. No additional information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site. Visual inspection at 10x microscope magnification showed residue of viscoelastic (ovd) and loose particles in the optic body compatible with handling the lens and suggesting the lens was handled/prepared for surgery. No damages in the lens haptics were detected. The customer's reported complaint was not verified. Manufacturing records review: a review of the manufacturing records was performed. The manufacturing process record was evaluated and the lenses were manufactured and released within specifications. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. A search on complaints revealed no other complaints were received for this order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.